Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the customer¿s device was unable to deliver defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and verified the reported issue. The cause of the reported issue was determined to be due to a partially shorted capacitor, designator c62, on the therapy pcb assembly, which was disabling the defibrillation charge function.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the customer¿s device was unable to deliver defibrillation therapy. There was no patient use associated with the reported event.